Event description:
An air alarm occurred at the start of a routine hemodialysis treatment. The operator was not able to remove the air. Rinseback was not performed resulting in a estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The user's guide provides adequate instructions for troubleshooting air alarms. The disposable cartridge was not available for eval. The cycler alarmed appropriately to the presence of air. Air alarms at the start of treatment are typically due to air entering the sys, when making pt connections or inadequate air removal during prime. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.